Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the screen became black and an alarm sounded, and the device stopped working during a therapeutic laparoscopic cholecystectomy procedure involving an olympus high flow insufflation unit. The device was restarted the device screen became black with the alarm again. The surgery was extended by 1 hour with no patient injury. However, the intended procedure was completed with another olympus device. There was no patient injury reported.